Event description:
The customer received questionable ise indirect gen.2 results from the cobas 6000 c (501) module for two patient samples. Sample 1 original potassium result was 6.1 mmol/l, repeat result was 5.05 mmol/l, second repeat result was 6.21 mmol/l. Sample 2 original potassium result was 6.1 mmol/l and the repeat result was 5.32 mmol/l. The original chloride result was 116 mmol/l and the repeat result was 103 mmol/l. This patient was a (B)(6) female born on (B)(6). The erroneous results were not reported outside of the laboratory. There was no adverse event. The electrode lot numbers and expiration dates were requested but were not provided. The field service representative found the o-ring in one of the acrylic blocks was missing. He replaced the o-ring and ran successful ise check, precision, calibration, and qc.